Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced due to bacterial endocarditis. The patient was septic. No further patient complications have been reported as a result of this event.